Manufacturer narrative:
One used sample was returned for evaluation. The visual inspection of the returned device showed a split in the airway line. The inflation line damage would allow for cuff leakage. The cause of the reported issue could not be confirmed. However, the issue could not be attributed to device manufacturing. These devices are 100% leak tested prior to packaging and had this damage been present at this time, this step would have detected this damage. The physical characteristics of the returned device were possibly consistent with the device having sustained damage during use; either from contact with sharp edge during use with patient or from the device having been cleaned with sharp wire brush. The device instructions for use contain warnings in assist user in preventing this kind of damage. The warnings are listed below: do not use a tube that is cut or damaged. Use of a damaged tube can result in airway compromise. This device must be thoroughly inspected for signs of damage or wear prior to each use; guard against product damage by avoiding contact with sharp edges. No corrective actions are planned at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
According to reporter the tracheostomy tube "broke down" during use. No additional information was available regarding this issue. No adverse health outcome was reported.